Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead impedance was high and the lead alert was tripped. It was also noted there were erratic impedance trends on the left and right ventricular leads. Also suspected are pin-device connection issues. The device and leads remain in use. No patient complications were reported as a result of this event.